Event description:
Olympus medical systems corp. (Omsc) was informed that during colonoscopy, the needle could not be retracted into the tube. The doctor pulled the device in the endoscope and withdrew it with endoscope together from the pt. There was no report of pt injury regarding this event. However, a perforation of the channel of the endoscope was found after the procedure.

Manufacturer narrative:
The subject products was returned for omsc for investigation. The investigation confirmed that the needle tube came away from the connection. There was no abnormality of the outer diameter of the connection part. However, the investigation confirmed that two bents were detected in the insertion tube. Thus, omsc considers that the insertion tube was deformed by user handling. That caused the separation of the needle tube and failure of needle operation. This report is being submitted as a medical device report in an abundance of caution.